Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the external paddle failed to discharge. Device was in clinical use at the time of event. However, there was no patient harm or injury reported. Customer used another defibrillator to complete the rescue. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the product was confirmed to be operating per specifications, and the cause of the reported problem could not be determined. A review of the service history for this device shows that the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the dfm100 indicating that the external paddle failed to discharge. Device was in clinical use at the time of event. However, there was no patient harm or injury reported. Customer used another defibrillator to complete the rescue. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Correction: evaluation results updated to no findings available, component code updated to insufficient, conclusion code updated to cause not established.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that ventricular tachycardia occurred in a myocardial infarction patient during emergency pci, and the physician immediately called the defibrillation monitor for defibrillation. During use, the instrument was charged normally and could not discharge when in contact with the patient's skin. The synchronous and asynchronous modes were replaced but failed to discharge, and repeated attempts were unsuccessful. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.